Event description:
Pt has experienced hyperglycemia of approx 400 mg/dl over the last 2-3 months and has corrected hyperglycemia by delivering insulin injections. Pt has confirmed the basal rates and the corrections from the basal rates, but this was not successful. On (B)(6) 2010, pt switched to backup infusion device utilizing the same basal rates, and blood glucose returned to normal. Infusion set is changed every 2 days. Pt did not test positive for ketones. There were no changes to medication, and pt did not loose consciousness. Normal blood glucose is 90 mg/dl. Infusion device was not exposed to electromagnetic fields. Infusion device was exposed to water while showing. Pt believes insulin delivery of the infusion device was too low. The pt did not require treatment from a health care professional or second party to address the issue. Infusion device was requested for evaluation. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.